Event description:
The catheter separated from the hub after power injector was used for CT dye. Had to be removed from pt's arm. This has happened 6 times since august of last year. Hosp is working with bd. Medrad injector running at 3 cc/sec, injecting 125 cc of omnipaque 300.